Event description:
It was reported that the patient was admitted to the hospital for an ICD system extraction and angiovac. The patient developed vegetation on the ICD leads, and the cause of the vegetation was not known. The ICD system was extracted successfully. The patient remained in stable condition throughout the procedure. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Ref reports: mw5160452, mw5160453.